Event description:
It was reported that a malfunction code appeared on the customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was informed that they could continue using the pump and advised to contact support again if the malfunction code reappeared. The customer acknowledged the instructions provided.